Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected ¿in a pre-existing scar/indentation¿ in the left cheek with ¿less than 1 syringe¿ of juvéderm voluma® xc. The patient reported noticing ¿discoloration almost like bruising at the injection site, lumps, and the injection site hurt¿ the same day. For a week, the patient experienced ¿a lot of pain and the injection site would get hot.¿ the patient iced and massaged the area. The lumps resolved. The patient reported the event to the injector, which the injector told the patient they ¿must have gone in the sun,¿ but the patient confirmed not going in the sun. The patient was advised to wait. The patient gave it more time ¿but the uncomfortableness, swelling at the injection site, and heat became so great that [the patient] felt nauseous because of the symptoms.¿ the injector prescribed an antibiotic to the patient (either amoxicillin or augmentin) and tried to ¿ultrasound¿ to treat the area. The patient reported that after 1 month they started getting terrible nerve pain in their face and so they started taking lyrica. The injector treated the patient with hyaluronidase to remove the filler. The patient is now left with ¿a circular area of dark pigmentation at and around the injection site.¿ the patient stated that they have a pre-existing condition of hemicrania continua ¿which the filler injection has caused to flare up.¿ it is unknown if symptoms have resolved.